Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during an unknown phase pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative issued the patient a new cycler. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler in received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrow ¿push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. A known good inverter board was installed and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.